Event description:
Revision of right mrh due to implant breakage. Primary procedure performed on (B)(6) 2019. Femoral stem snapped from mrh femoral component in situ. Date of breakage unknown, revision was performed on (B)(6) 2024. Femoral and tibial implants removed. Revised to distal femoral and proximal tibial gmrs.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not returned to the manufacturer.

Manufacturer narrative:
An event regarding wear involving a kinemax stem was reported. The event was confirmed evaluation of the returned device and clinician review of the provided medical records. Method & results: product evaluation and results: visual inspection of the returned stem indicated that the threaded end of the device is damaged and worn. Significant wear/damage is concentrated in one area of the threads which is likely the area of contact where the femoral component threaded boss fractured. Material analysis was not performed due to safety concerns as a large piece of the patient's bone remained attached to the stem. Clinician review: a review of the provided medical information by a clinical consultant indicated: "conclusion/assessment: no medical information was provided outside of the pi report and 2 xrays. A patient had a hinge placed at some point. It has a long cemented stems. There was a fracture of the stem and the femoral component at the housing at the threads. This led to displacement of the femoral component relative to the shaft. By report this led to revision surgery. Event confirmation: the event, a fracture of the femoral component, can be confirmed. The revision surgery cannot be confirmed. Root cause: the root cause of the implant failure cannot be determined without additional medical information. This would be a high stress point relative to fatigue.". Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture at the stem/femoral component interface. Visual inspection of the returned stem indicated that the threaded end of the device is damaged and worn. Significant wear/damage is concentrated in one area of the threads which is likely the area of contact where the femoral component threaded boss fractured. A review of the provided medical information by a clinical consultant indicated: "no medical information was provided outside of the pi report and 2 x-rays. A patient had a hinge placed at some point. It has a long-cemented stems. There was a fracture of the stem and the femoral component at the housing at the threads. This led to displacement of the femoral component relative to the shaft. By report this led to revision surgery. Event confirmation: the event, a fracture of the femoral component, can be confirmed. The revision surgery cannot be confirmed. Root cause: the root cause of the implant failure cannot be determined without additional medical information. This would be a high stress point relative to fatigue." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision of right mrh due to implant breakage. Primary procedure performed (B)(6) 2019. Femoral stem snapped from mrh femoral component in situ. Date of breakage unknown, revision was performed on (B)(6) 2024. Femoral and tibial implants removed. Revised to distal femoral and proximal tibial gmrs.